Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports during an angiogram, the tip of the catheter detached inside the patient. Retrieval of the catheter tip was unsuccessful using a snare leaving the tip in situ. The patient had been returned to the ward, as consent for surgical intervention has not been obtained. Update received 11 march 2026: the doctor confirmed that the patient rejected a surgical intervention by a vascular surgeon to remove the tip and has now been discharged by the hospital with the catheter tip in situ.

Manufacturer narrative:
The suspect device was returned for evaluation. The tip of the catheter was found to be separated from the rest of the body. The most probable cause of this occurrence can be attributed to human error. Likely, the device experienced excessive tensile force during use, causing the tip of the device to separate from the body. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.